Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., (B)(4).

Event description:
It was reported to st. Jude medical that the patient received inappropriate therapies for what was identified as noise on the ventricular lead. The noise is consistent with a lead fracture. Technical services discussed programming the device off and admitting the patient for observation as the device would not function properly and the data from the lead would be erroneous. As a result, the lead was explanted.